Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
T was reported that while using the bd ultra-fine¿ short pen needle it was damaged. The following was received by the initial reporter: consumer reported completed the injection found when removed the needle from site, the needle was missing. Denied reuse of needles. Claims completes a flow check before injection and feels it was there. Site/stomach does not feel tender. Caller is not sure if she will visit her doctor/ER for xray. Discarded this one pen needles with situation. Dc from phone call on (B)(6) 2023: outgoing call to this consumer to follow up if medical attention was received. Consumer informed spoke with her doctor and nurse about the needle break. But they did not look or complete xrays for this incident. Everything looks fine no visual skin issues either.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultra-fine¿ short pen needle it was damaged. The following was received by the initial reporter: consumer reported completed the injection found when removed the needle from site, the needle was missing. Denied reuse of needles. Claims completes a flow check before injection and feels it was there. Site/stomach does not feel tender. Caller is not sure if she will visit her doctor/ER for xray. Discarded this one pen needles with situation. Dc from phone call on (B)(6) 2023 13:48:51: outgoing call to this consumer to follow up if medical attention was received. Consumer informed spoke with her doctor and nurse about the needle break. But they did not look or complete xrays for this incident. Everything looks fine no visual skin issues either.